Manufacturer narrative:
Device code was updated.

Event description:
Follow up revealed that the patient's ipg was replaced due to it being inoperable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient had their ipg explanted sometime between 2014 and 2019. The reason for the replacement is unknown at this time.